Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and outcome of manufacturing records review, it was presumed that anatomical conditions had likely contributed to the reported tip separation. Due to tortuous vessel, bending stress generated with wire manipulation would localize and therefore exceed the product design limit, leading the wire tip to be fractured. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. [Malfunction and adverse effects] ~ damage such as separation.

Event description:
It was reported that the tip of an asahi chikai 008 guide wire broke off in the radicular artery during a spinal arteriovenous fistula (dural avf) embolization. The guide wire was advanced to the radicular artery via the t10 intercostal artery in order to deliver a microcatheter. When the guide wire was pulled back though the microcatheter without resistance, a distal 1-2 cm of the guide wire tip became detached inside the t10 radicular artery. The separated tip was not retrieved. There was no harm to the patient associating with this event.